Event description:
The patient stated that the plunger of the insulin cartridge remained attached to the piston rod of the infusion device while changing the insulin cartridge and insulin spilled into the cartridge compartment. The patient was instructed how to remove the plunger from the piston rod and how to dry the insulin from the infusion device. No physiological effects were reported. The patient switched to her backup infusion device while her primary device dried. Upon follow up, the patient stated that her infusion device was functioning properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.